Manufacturer narrative:
A2) patient age - mean age 62.8 (±15.2) years. A3a) patient sex - 248 males, 124 female. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 24may2021) ¿outcomes of transvenous lead extraction using the tightrail¿ mechanical rotating dilator sheath and excimer laser sheath¿. The study retrospectively aimed to evaluate outcomes of transvenous lead extraction (tle) using the tightrail mechanical rotating dilator sheath in comparison to excimer laser sheaths (sls ii/glidelight) and describe factors predictive of successful extraction. A total of 372 patients undergoing tle at a single tertiary center were enrolled in the study between 2013 and 2019. All lesions were sequentially treated with spectranetics glidelight laser sheaths and spectranetics tightrail rotating dilator sheaths. Procedural complications included 5 cardiac avulsion/vascular lacerations requiring sternotomy (MDR #3007284006-2026-00264, MDR #3007284006-2026-00265). Additionally, there were 6 deaths in post-operative follow-up. In 1 patient, a vascular laceration required an emergent sternotomy, but resulted in death. Among the other 5 patients, death was due to complications of sepsis and/or cardiomyopathy (MDR #3007284006-2026-00266, MDR #3007284006-2026-00267). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 24may2021 has been used, the date of publication. Misra, satish,swayampakala, kamala,coons, patricia,cerbie, claire,guifarro, angello,lesiczka, magdalena,holshouser, john w.,madjarov, jeko,love, charles,mehta, rohit. 2021. Outcomes of transvenous lead extraction using the tightrail¿ mechanical rotating dilator sheath and excimer laser sheath. Journal of cardiovascular electrophysiology, 32(7): 1969-1978. Doi:10.1111/jce.15105. This report captures the serious injuries that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.